Manufacturer narrative:
(B)(4). Batch # p9279k. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the hand piece was cracked at the housing and it became not to function. The number of remaining uses of hp054 was unknown. Another hand piece was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p9279k. Investigation summary: the hand piece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected hand piece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.